Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Per the instructions for use (IFU), arrhythmias and conduction system defects (which may require a permanent pacemaker) are known potential adverse events associated with balloon valvuloplasty, the use of local and/or general anesthesia, aortic valve replacement and the overall tavr procedure. Slow heart rates or bradycardia have many potential causes including disturbances in automaticity and conduction, medications including general anesthesia, electrolyte imbalances, advanced age, and cardiac diseases. If this cannot be managed with medication, permanent pacemaker implantation may be necessary. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The cause of the bradycardia is unknown but may be related to the mechanisms above and patient factors, such as the patient¿s history of first degree av block and rbbb. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by the edwards (B)(6) affiliate through the (B)(6) registry reporting system, a 23mm sapien 3 valve was deployed in the patient¿s native aortic valve during a tf tavr case. On postoperative day (pod) 5, the patient received a permanent pacemaker due to bradycardia and the outcome was determined to be remission. Per medical opinion, this serious injury is not related to edwards device and tavr procedure.